Event description:
The customer reported that the clinician initiated the oxytocin infusion (250ml/1ml/hr.) At 1800 to induce patients labor. Per facility protocol, the infusion was increased by 2ml/hr. Every 30 minutes however at 2200, the rn noticed the oxytocin bag was nearly empty, with approximately 50ml remaining and there was no leaking noted. It was reported that the last rate before free flow was 12ml/hr. The device was replaced and there was no report of patient harm. Other infusions running at the time of the event were magnesium 2g/hr. And lr at 25ml/hr.

Event description:
The customer reported that the clinician initiated the oxytocin infusion (250mlbag at 1ml/hr) at 1800 to induce the patient's labor. Per the facility protocol, the infusion was increased by 2ml/hr every 30 minutes. However at 2200, the rn noticed the oxytocin bag was nearly empty, with approximately 50ml remaining and there was no leaking noted. It was reported that the "last rate before free flow" was 12ml/hr. The device was replaced and there was no report of patient harm. Other infusions running at the time of the event were magnesium at 2g/hr and lr at 25ml/hr.

Manufacturer narrative:
The customer¿s report of an overinfusion of oxytocin was not confirmed. Physical inspection of the pump module showed that the instrument seal was not intact and the iui connectors were slightly dull. The device was observed to have a third party latch/sear and a third party bezel. There were no anomalies observed with the primary set. Analysis of the pcu event log shows that the pump module was programmed to infuse oxytocin-ind/aug 15unit in 250ml at a rate of 1ml/hr with a vtbi of 250ml at 5:58 pm on (B)(6) 2018. At 6:30 pm, the user changed the rate to 3ml/hr. At 7:09 pm, the user paused the infusion and then restarted it at 7:10 pm. At 7:12 pm, the device alarmed for patient side occlusion and the infusion was restarted at 7:13 pm. The device alarmed again for patient side occlusion and was restarted at 7:14 pm. At 8:01 pm, the user changed the rate to 4ml/hr. At 8:33 pm, the user changed the rate to 6ml/hr. At 9:03 pm, the user changed the rate to 8ml/hr. At 9:27 pm, the user changed the rate to 10ml/hr. At 10:01 pm, the user changed the rate to 12ml/hr. At 10:18 pm, the user paused the infusion and then channeled the device off. At 10:20 pm, the device was removed. The volume recorded as being infused during this period was 22.265ml. During functional testing the device was delivering fluid within specification. There were no leaks observed from the primary set. The root cause of the customer¿s report of an overinfusion of oxytocin was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user "ramped "up the infusion rate from 1ml to 12ml/hr. The unspecified infusion was infusing for 4hrs when noted that the 500 ml bag was almost empty( amount not specified) . The module was eventually replaced with another lvp. There was no report of patient harm.